Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was struggling with their dystonia symptoms and when they checked their device they saw the therapy was off. Patient had been charging weekly, but did not check their battery after recharging to ensure it was fully charged. It was possible the device turned off or the patient pressed the wrong button on interrogation and switched the device off. The patient was requested to recharge immediately and check status. The patient confirmed the device was fully charged. They then checked that the therapy was switched on. The patient was provided with the manual instructions for use of the programmer. The issue was resolved at the time of this report.